Manufacturer narrative:
Software eval identified issues with touch-n-go from scans that were either not to protocol or had too much movement in scans. Findings are as follows: would not load, disk I/o error. Fifty-seven slices, 3mm, axial. Other exam was a sagittal mr. Would not load, disk I/o error. Fifty-seven slices, 3mm, axial very grainy image, appears there was movement while the scan was acquired. Scatter out in front and off to the left and right side of pt.

Event description:
A medtronic rep reported that the site encountered issues registering during a pediatric cranial surgery. No attempt was made at an alternate registration method. Surgeon opted to continue the surgery without navigation. No impact on pt outcome.